Event description:
It was reported that the ambulance crew missed the safety hook and the cot fell causing injury to the patient. The cot sustained a bent head section and cracked load wheels.

Event description:
It was reported that the ambulance crew missed the safety hook and the cot fell causing injury to the patient. The cot sustained a bent head section and cracked load wheels.

Manufacturer narrative:
The customer did not provide any additional information in regards to the injury, however, it was identified that medical intervention was required. A visual and functional inspection was performed by the field service technician; it was identified that the cot was damaged as a result to the alleged drop event. The damages include a bent fowler/backrest and a cracked head section at the load wheels. The customer was given a quote to repair the cot. The customer is going to decide whether or not the cot will be scrapped or repaired at their own discretion.